Manufacturer narrative:
(B) (4). The ge service rep found boards were loose after the system was moved. He found 5v power low at 4.9v and adjusted the power supply for 5.05v and reseated all pcbs in workstation. The system operates as intended.

Event description:
The customer reported that the system displayed a poor image quality. A reboot cleared the error.